Event description:
3/17/92 - decompressive laminectomy l5-s1, posterior spinal fusion with internal fixation l4 to s1. Fixation done with spine set including screw 296.68, 5mm, 35mm thread.3/18/93 - pseudoarthrosis of lumbar fusion. Two pins (screws) found broken. Surgery to replace screws and repair pseudoarthrosis.